Event description:
It was reported that the user experienced difficulty deploying two teflon infusion sets for the ilet system, including unraveling tubing that led to a fragile setup and a second attempt in which the adhesive backing was not removed. With agent guidance, a third set was deployed correctly, and replacement supplies were arranged. No reported symptoms. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem due to an improper procedure and failure to follow instructions related infusion set deployed incorrectly. It was concluded, based on previously established findings for similar reports, that the cause was user error.